Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm would not uncoil when ejected. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm would not uncoil when ejected. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The delivery device was returned inside the loading device. The blue slide lock was not engaged and the white plunger was not depressed on the delivery device. The seal and tension spring assembly was returned outside the device. Seal was intact, unwrapped and there were no visual defects observed. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.197 inches. , the outer diameter was measured at 0.222 inches. The length of the delivery tube was measured at 2.52inches. The values recorded were within the tolerance specifications. Based on the return condition of the device, the reported complaint ¿failure to unwrap" was unable to be confirmed as the seal was in an unfolded state, but confirmed for the analyzed failure "¿fitting problem."